Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was shortly after implant the patient had the stimulator removed because the patient was getting zero help from it. Patient noted they got relief from the temporary device 100% and when they got the permanent one they got zero percent relief. Patient had a doctor from advanced pain care that wanted to do an MRI and patient wanted to know if they could have an MRI of their back. Agent reviewed. Email was sent to registration to update records. Ins was removed and the leads were still in them.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.